Event description:
It was reported that during a competitor device replacement surgery, occasional noise and oversensing was noted on the rv lead channel. The rv pacing impedance was around 1300 ohms, while trend was around 700 ohms. The lead was capped and replaced. No patient complications were reported as a result of this event and the patient outcome was reported as good.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.